Event description:
Implanted defibrillator malfunction. Unable to interrogate device to inactivate therapy for scheduled (same day) surgical procedure. No response to magnet application, no communication with device programmer.